Event description:
It was reported that during the beginning of a procedure, the laser lost power. User stated that they turned the keyswitch and no power occurred. The user was connected with manufacturer's technical support team and it was determined that the laser could not be utilized for the procedure. The case was "cancelled" with no injury to the pt. There was no injury to the pt reported.